Event description:
It was reported that during a cystectomy procedure the surgeon fired the applier several times and found the clips to be slipping off and scissoring. He tried again with the same outcome. All the clips were removed and the surgeon reverted to another clip applier to complete the procedure.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.